Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dase dilatation balloon was attempted to be used in the esophagus during an esophageal dilation procedure for gastrointestinal stricture performed on (B)(6) 2026. During the procedure, the initial dilation proceeded normally without complications. When the second dilation was attempted, the pressure increase halted once it reached approximately 5 atm. The device was then withdrawn, and upon inspection, a small pinhole defect was identified. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of balloon pinhole in the esophagus. Block h11: investigation results. At this time the device is currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.